Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps (mbf) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: thermal damage was identified on the mbf instrument grip-tips. Fae indicated that this issue is commonly caused by damage to the conductor wire insulation at the grip-crimp location and/or fluid reaching the damaged area. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020 on da vinci system (B)(4). During the surgical procedure, the surgeon used the mbf instrument reported on this event. Based on the logs, the mbf instrument was used once prior to this procedure and had 8 remaining usages. The instrument was not used on any subsequent procedure. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, thermal damage at the tip of the mbf instrument was observed. There was no allegation of arcing reported by the customer. At this time, the root cause of the customer reported failure mode is unknown. Although no patient injury was reported, if this issue were to recur, it could cause or contribute to an adverse event. Device expiration date: this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 2nd usage and, therefore, the instrument had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed evidence of thermal damage at the tip of the maryland bipolar forceps instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was connected to a force triad generator during the procedure. No other information was provided.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. No conductor wire damage was identified. The instrument passed the electrical continuity test. Based on the additional information obtained from the device evaluation, this remains a reportable event based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, thermal damage at the tip of the mbf instrument was observed. There was no allegation of arcing reported by the customer. Although no patient injury was reported, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.